Manufacturer narrative:
(B)(4). Method: the complaint rt380 circuit was received at fisher & paykel healthcare in (B)(4). The device was visually inspected and the heater wire was resistance tested. Results: the inspiratory limb was returned with the elbow and patient end connector loose. Visual inspection of the evaqua (expiratory) limb revealed that sections of the tubing were cracked and brittle. The evaqua patient end collar was found cracked. The nature of the damage suggested environmental stress cracking due to cleaning solvents with a high alcohol content. The resistance test revealed that the inspiratory limb heater wire was out of specification. Continuity testing showed that the open circuit in the inspiratory limb heater wire was located at the connection between the heater wire and the right heater wire pin inside the overmolded plug. The expiratory limb heater wire was within specification. The heater wire insulation was intact. Conclusion: based on our knowledge of the product and results of previous investigations, it has been determined that gross damage of this nature is most likely caused by use of harsh cleaning chemicals and possible reuse of this single-use circuit. All rt380 adult dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The user instructions that accompany the rt380 breathing circuit state: do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported that the displayed temperature on the humidifier did not rise in a system that included an rt380 evaqua2 adult breathing circuit. Upon investigation of the circuit at fisher & paykel healthcare (B)(4), it was found that the circuit was badly degraded and damaged. No patient consequence was reported.